Event description:
It was reported that approx. 41 months after the implantation oversensing with vf episodes was noted during a follow-up. No shocks were delivered. The lead and the ICD were explanted.

Manufacturer narrative:
Insulation damage was detected at the provided lead. This damage is a sign of wear and tear that depends on various conditions, such as the implantation position, the degree of slack, or the patient anatomy. Due to the great number of influence factors, no clear defect cause can be assigned to the event. Thus, no number of events with the same cause can be provided. There are no indications of a device defect. The risk was evaluated according to the observed probability of occurrence and is anticipated and accepted as part of the risk analysis. The clinical evaluation thus remains unchanged.